Event description:
Rn attempted peripherally inserted central catheter (PICC) line in patient's left upper arm. Vein sucessfully cannulated using guided ultrasound and then guide wire was introduced. Micro-introducer then was placed over guide wire without complications to secure location within vessel. Good blood return coming from outer open edge of the micro-introducer. Upon trying to pull inner cannula (dilator) out of the micro-introducer, the guide wire began to shread. Procedure immediately stopped and md notified. Upper arm x-ray taken to visualize wire location and rn held guide wire securely until assessed by pediatric surgeon. Wire successfully removed by surgeon and pressure dressing placed over site.